Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 3.3, lab inr: 5.2. The time between testing was two hours. Therapeutic range is 2.5 - 3.5 for the pt. The pt was instructed to stop coumadin based on the lab inr result. There was no additional information provided.

Manufacturer narrative:
Investigation pending.